Event description:
Arthralgia [arthralgia], joint swelling [joint swelling], hydrarthrosis [hydrarthrosis]. Case narrative: initial information received on 09-oct-2020 regarding an unsolicited valid serious case received from (B)(6) under reference on 09-oct-2020 and transmitted to sanofi. This case involves a (B)(6) years old male patient who experienced arthralgia, joint swelling and hydrarthrosis, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gastrooesophageal reflux disease, hypertension, hyperuricaemia and hepatic function abnormal. Concomitant medications included febuxostat (feburic) for hyperuricaemia; lansoprazole (lansoprazole) for gastrooesophageal reflux disease; amlodipine besilate (amlodipine [amlodipine besilate]) for hypertension; ursodeoxycholic acid (ursodeoxycholic acid) for hepatic function abnormal; alfacalcidol (alfacalcidol) for osteoporosis; brotizolam (brotizolam) for sleep disorder; and etizolam (depas [etizolam]) for sleep disorder. On (B)(6) 2020, the patient started receiving cycle 1 of synvisc dispo ia injection 2ml (lot number: unknown) at a dose of 2 ml for gonarthrosis. On (B)(6) 2020, the patient received cycle 2 of synvisc dispo ia injection 2ml at a dose of 2 ml. At night, arthralgia, hydrarthrosis and joint swelling developed (corrective treatment: yes). Synvisc dispo ia injection 2ml was discontinued. On (B)(6) 2020, antibiotics and anti-inflammatory drugs were given and joint irrigation was performed, but the pain did not subside. On (B)(6) 2020, joint irrigation was performed again. The result of general bacterial culture had not been obtained yet. The patient was negative for rheumatism test. Crp was 3.7 (on (B)(6) 2020) and 10.5 (on (B)(6) 2020). The patient was unable to walk and the pain was so severe that he put futon (japanese-style bedding) on the floor near the toilet. On an unknown date, hydrarthrosis, joint swelling and arthralgia had not resolved. The patient developed a serious arthralgia following the first dose intake and 6 months 29 days following the last dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious joint swelling following the first dose intake and 6 months 29 days following the last dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious hydrarthrosis (joint effusion) following the first dose intake and 6 months 29 days following the last dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. Relevant laboratory test results included: c-reactive protein - on (B)(6) 2020: 3.7 [3.7]; on (B)(6) 2020: 10.5 [10.5]. Rheumatoid factor - on (B)(6) 2020: negative. Final diagnosis was hydrarthrosis, joint swelling and arthralgia. Action taken for all the events: hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was discontinued on (B)(6) 2020. An unknown corrective treatment was received. The patient outcome is reported as not recovered / not resolved on an unknown date for arthralgia, as not recovered / not resolved on an unknown date for joint swelling and as not recovered / not resolved on an unknown date for hydrarthrosis. Report comment: [all the events], causality with synvisc dispo ia injection 2ml: highly probable.